Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During a follow-up, the patient had chest pain. There was a decrease in ventricular sensing and an increase in ventricular capture since implant. There was also a ventricular fibrillation episode caused by noise on the ventricular channel. The patient was hospitalized and an echo was performed and a cardiac perforation was confirmed. No intervention was performed to treat the cardiac perforation. The lead was repositioned in the septal position to resolve the event and the patient was stable.